Event description:
Reference number (B)(4). Event country the united states. It was reported that the patient experienced infusion set tubing broke off near the cartridge tubing on (B)(6) 2026. No further information available.